Event description:
It was reported that during the implant procedure; after the pulse generator was connected to the lead, a pacing failure occurred at an output setting of 3.5 v, 0.4 ms. Threshold via the programmer was 4.5 v, 0.4 ms. The pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.